Manufacturer narrative:
E1 - facility name: (B)(6) hospital. No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope was suspected with water leakage. There was no report of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field: b5 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic procedure that was able to was able to be completed.